Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: it was reported from sales that a product that went out had foreign matters inside product packages. Sales said that they look like debris from the product itself. Inside the 1 pk, 3 ea have the foreign matters. This pi is related with pi 3079756. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be manufacturing. A non-conformance report was created (ncr3018037) for the "product" and will be sent to the vendor for further analysis. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was foreign material inside the sterile packaging.